Manufacturer narrative:
The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure and deflation.

Event description:
Hcp reported "31st japanese breast cancer society day 1 os3-5 obtained from resilience engineering in anticipation of the spread and expansion of breast reconstruction in asia - transformation of reconstruction techniques. In the lecture, there were reports of te exposure and expansion failure." This is for an unknown-side. Device status is unknown.